Event description:
It was reported when using the an unknown bd tube customer reports that it is underfilling. The following information was provided by the initial reporter. The customer stated: customer problem: after a follow phone call with the customer, she clarified the issue is not with after calling to follow up with the customer, she clarified that they are not having issues with tube push off/tube coming off. Their issues are with underfilling tubes. This case is to document underfilling issues with product 367962, lot 3111841.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to underfill as all samples met specifications. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. A draw test was performed at the manufacturing site on 10- production lot in-house retention tubes. All tubes were within specification limits with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(6) has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported when using the an unknown bd tube customer reports that it is underfilling. The following information was provided by the initial reporter. The customer stated: customer problem: after a follow phone call with the customer, she clarified the issue is not with after calling to follow up with the customer, she clarified that they are not having issues with tube push off/tube coming off. Their issues are with underfilling tubes. This case is to document underfilling issues with product 367962, lot 3111841.